Manufacturer narrative:
Concomitant medical products: 419488 lead, 507652 lead, implanted: (B)(6)2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing to high impedance measurements. There were noise and oversensing episodes observed, and fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event..